Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to regurgitation. It was reported that the valve was well seated; however, after going off pump, a jet in the area near the mitral annulus was identified. It was thought to be paravalvular so the pt was put back on pump and 3 additional sutures were applied. When the surgeon tested the valve with saline, he saw fluid coming from the point of attachment of the leaflet and the stent post in the muscle bar area. It was reported that at this time the decision was made to abandon the valve. It was reported that the pt had an uneventful recovery.

Manufacturer narrative:
Evaluation results - device history review found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible and intact. All commissures were intact. Pulse duplication testing demonstrated gradients that were higher than the historical baseline testing, whereas the regurgitation levels were lower than the historical baseline testing. High speed video during pulse duplication testing showed normal leaflet closure at low and high flow rates. Throughout testing there was no evidence of leakage. Conclusion: cause of event cannot be determined. Review of the device history record shows that this valve met all manufacturing specifications for products released to distribution. No issues were noted that would have impacted this event. The device performed according to specification during laboratory testing.